Event description:
We are reporting this because of similar deaths being reported with the use of the device with no apparent malfunction of the device or operator error. Vacuum assisted vaginal delivery of (B)(6) ega with (B)(6). Subgaleal hematoma on posterior superior aspect of head. Intractable bleeding with worsening status over the next 4 days with removal of life support and expiration.